Event description:
Pt underwent injections of restylane, in september 2004, into the lips, vermilion border, and nasolabial folds. In march 2005, the pt presented at the physician's office with 6 white papules, 1-2 mm in size that were located on the mid and right sections of the upper lip that had developed over the previous two weeks. The bumbs were further described as firm, non-tenders, and without discharge. No swelling or warmth is presented in the location of the bumps. The restylane device is being held at the physician's office and is available for evaluation. Per the reporter, the physician considers the white bumps on upper lip as related to restylane use.